Event description:
Due to hardware failure and nonunion, a revision surgery was performed to remove the broken gorilla and monster screws. This is report 2 of 2 for the monster screw.

Manufacturer narrative:
One monster screw was returned and the quality design engineer confirmed that the screw broke at the first thread. X-ray images were viewed by clinical and confirmed that the lateral monster screw was broken at the talonavicular fusion site, indicating non-union.